Event description:
Additional information was received from a company representative (rep) regarding a patient currently receiving intrathecal unknown morphine 5 mg/ml (previously 10 mg/ml) at an unknown dose via an implanted pump. Approximately 3-4 months ago (in the spring) the patient¿s pump was empty as they removed the entire drug from the pump at that time ¿for whatever reason/overdosing situation?¿ they were refilling with 5mg/ml today and inquiring about bridge bolus versus system content removal procedures. It was further reported, the patient¿s family was concerned about a possible overdose and so all drug/medication was removed from the reservoir. The issue has been resolved and the pump was refilled with a lower concentration of morphine. A bridge bolus was calculated and the patient was getting good pain relief.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional via a company representative regarding a patient receiving infumorph (10 mg/ml at 0.5 mg day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2016 it was reported that the patient presented to the ER (emergency room) in the evening with sedation and weakness of the lower extremities. The patient was showing overdose symptoms. Pump interrogation was attempted, but due to interference in the ER suite they were unable to read the pump. The drug was removed from the pump chamber on (B)(6) 2016 at 12:05 am by the ER staff. The issue was resolved. The patient status was reported as "alive-no injury". The patient was home on (B)(6) 2016 with no reports of difficulty. The physician recommended an office visit on (B)(6) 2016 to refill the pump with a lower concentration and decrease the daily dose. Additional information was received on 25-apr-2016 from a healthcare professional via a company representative and it was reported that the patient did not return to the office on (B)(6) 2016 because it was a 2.5 hour drive and the patient was (B)(6) with lumbar problems. The patient's wife called the office and said that the patient was doing well and did not need to be seen by the physician that day. The patient would return to the office on (B)(6) 2016 for staple removal by the nurse. The physician was going to be out of the office on that date. The patient would return to the office on (B)(6) 2016 for a pump refill at a lower concentration and daily dose. The patient's overdose symptoms included slurred speech, lethargy, and difficulty walking per the family. There was no known device issue related to the event. The aspirated volume was approximately 38cc which was accurate per the concentration and daily dose. When the pump was unable to be interrogated by the 8840 programmer, the bed was moved close to the door and there was still interference with the 8840. The physician said the bed could not be moved into the hall. The pump was emptied of its contents. Telemetry of the pump would be done on (B)(6) 2016 when the patient returned to the managing physician's office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.